Manufacturer narrative:
Manufactured november 10, 2016 ¿ november 11, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor due to an air lock. Residual drug was identified after patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.